Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a bent needle and a defective stopper. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in a sealed poly bag from lot # 6102691. Customer states that the needles are bent when removing the shield and some of the stoppers are not flush. All returned syringes were examined and no deformed stoppers were observed. Also, no bent cannula was observed on any of the samples. A review of the device history record was completed for batch# 6102691. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for bent before use and the 2nd related complaint for stopper damaged/defective on lot # 6102691. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.